Manufacturer narrative:
Findings: the unit was received with cracked and bleeding lcd glass. Unable to confirm missing segments pr partial display due to cracked and bleeding lcd glass. The unit was also received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump's screen was damaged with a dark line. The customer was long-boarding when they fell and the impact had hit the corner of the insulin pump's screen. The customer¿s blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.